Event description:
Patient was in for hip surgery. Specimens collected during surgery with bd port-a-cul. When gram was performed, gram negative rods were observed, however nothing grew in culture. Pt was unnecessarily placed on cipro and vanco due to gram stain result. Dates of use: (B)(6) 1985 - (B)(6) 2012.